Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not pushing insulin out and also did not received any error for insulin flow block. Customer tried to change set and pressed act button but still not get insulin out of end of tubing. Customer declined for the priming issue. Customer also mentioned that there was crack on case and back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.